Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Additional information was requested, and the following was obtained: did the device deliver any staples on the patient side? Not to my knowledge. If yes, were the staples formed properly? N/a. If yes, was the staple line complete? N/a. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? I don¿t believe so. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? Yes device was able to be safely removed. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the sleeve gastrectomy procedure, on the second firing, the doctor experienced a misfire with the stapler. Only staples on the remnant side were formed. This is a recurring issue with the doctor and has happened often within the past few months. Another device was opened and the procedure was completed. There were no patient consequences.